Manufacturer narrative:
(B)(4) - device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2012 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that over past few weeks they have noticed air bubbles in tubing and cartridge. Bubbles were found when they were changing to cartridge every 3-3 1/2 days. Now they are changing the cartridges every 2 days and still notices bubbles. The cartridges are filled to a volume of 1 ml. A long bubble in the tubing was found 24 hours after changing cartridge yesterday. This has occurred with total of 4 cartridges from the same box. The reporter states when swimming, the patient is disconnected from the pump, which is left in a cooler or air conditioned area then brought back out to heat to reconnect. Leaves cartridge out. There are no reported adverse events related to this issue. This is being reported based on the allegation of a defect in the cartridges.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.